Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient died when the device was introduced and pierced the aorta. It was reported that there was not a quality issue with the device but rather a lack of flexibility due to the shape of the device that prevented it from curving as the operator wanted it to. It is unknown whether an autopsy was performed.